Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs.

Event description:
The customer stated that he was hospitalized for high blood glucose levels. With a reading of 945 mg/dl and ketones. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. The customer didn't feel comfortable with the insulin pump and asked to have it replaced. Nothing further was reported.